Manufacturer narrative:
Implanted device remains.

Event description:
Per the surgeon, the patient underwent skin revision surgery (date not reported) due to hypertrophic scar tissue at the abutment site; during the same surgery, a longer abutment was placed. The implanted device remains.